Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis, ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported that during removal of an intra-aortic balloon pump, a patient implanted with an impella 5.5 went in and out of ventricular tachycardia (vt). The patient received one shock before returning to a normal sinus rhythm. Arrhythmia and vt episodes returned intermittently over the next three days, for which defibrillation and cardioversion were performed. It was additionally reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry, that the patient endured hemolysis during support. The condition was believed to have a possible relationship to the impella device used. One unit of blood was given to the patient and support levels were manipulated to meet the needs of the patient. Roughly twenty days into support, the connection between the cassette yellow luer and the purge sidearm became stuck. Despite attempts to soak the connection, it would not loosen and plans to change the cassette were temporarily abandoned. Support continued until planned explant the following day. The patient survived.